Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Date of event: day unknown. Only month (9) and year (2018) known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: just for clarification, when the "rectum tore" was this due to removing the device from the tissue after it had been fired? If yes, what confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? Response: no addition information is available.

Event description:
It was reported that during an unknown procedure, physician fired the device, the rectum tore, so they needed to re-do the anastomosis. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # l54r85. Device evaluation: the analysis results found that the cdh33a device arrived with the anvil missing. The breakaway washer was present, casing half only and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.